Event description:
A report was received that the patient had swelling and fluid retention at the midline incision site. It was then determined that the patient had seroma. Wound exploration was done to the midline incision site to rule out infection. Antibiotic was given for prophylaxis. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the reported seroma was not device nor procedure related. Infection was also ruled out.

Event description:
A report was received that the patient had swelling and fluid retention at the midline incision site. It was then determined that the patient had seroma. Wound exploration was done to the midline incision site to rule out infection. Antibiotic was given for prophylaxis. The patient was doing fine after the procedure.